Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) had high out of range shock lead impedance measurements. Boston scientific technical services (ts) suggested the physician consider performing a commanded r-wave synchronous 41 joule shock to provide the delivered shock impedance value, or to perform a defibrillation threshold (dft) test to prove the energy delivered is still successful in converting a potential arrhythmia. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicated that the device had migrated. Pocket manipulation was performed and several manual shock impedance measurements were taken. An abrupt change in impedance was observed due to device displacement, recently the shock lead impedance measurement has been trending higher with values of 130-150 ohms. The physician decide to perform defibrillation threshold (dft) testing due to the device being in a new position. A shock on t induced ventricular fibrillation (vf), a 21 joule shock converted the patient to normal sinus rhythm, and shock lead impedance was 104 ohms with all electrical measurements ok. The system remains in use and no further intervention was taken.

Manufacturer narrative:
(B)(4). Additional information is expected and once received this report will be updated.